Event description:
It was reported that during a breast biopsy, the marker wouldn't deploy and the plastic sheathing split. The doctor removed the marker, tried a second marker, deployed the marker successfully and completed the case with no patient consequence.

Manufacturer narrative:
Tube detached. Evaluation summary: the analysis results confirmed that one applier was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed, due to the condition of the returned applier. No shearing issues were noted. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.